Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the emergent endovascular treatment of a blunt thoracic injury. It was reported that during the index procedure, the physician experienced difficulty tracking the valiant device over the aortic arch. Another aortogram was performed to visualize the great vessels using a power injector set at 30cc at a rate of 20cc. After visualizing the proximal landing zone, the physician began to deploy the valiant device. The valiant stent graft was deployed and the delivery system recaptured according to the instructions for use. The delivery system was removed. The physician decided to use the transesophageal echo(tee) to confirm coverage of the entry tear. This was confirmed using tee. During tee visualization, there was suspicion of a perforated aortic valve leaflet. This was confirmed using tee. The patient has not, and will not receive treatment. The physician stated the cause of the event was due to procedural difficulty. No clinical sequelae were reported and the patient is being monitored.